Event description:
Spontaneous ibc from pt's niece stating that pt is having trouble with her cadd-legacy sn (B)(4) (mnt due 08/29/2019). Niece states that everything appears set up correctly. Tubing is not clamped, new batteries, but when they are trying to run the pump (holding down the "start/stop" button) nothing happens. Nothing is appearing on the screen, no three dashes etc. Niece states that they have one working pump currently infusing. No interruption in therapy. Pt able to use back up. The product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Dose or amount: 21 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.